Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The product was evaluated. An external visual inspection was performed and passed. An internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.